Manufacturer narrative:
The quality assurance dept at fidia performed a deep evaluation of the production and quality control documentation relative to the involved batch. This evaluation included a review of the production process, in-process controls, sterilization print-out, bioburden results, release results and the evaluation of the quality characteristics of the raw materials and components used in the manufacture of batch 131700. From this evaluation, no anomaly was found and the lot is considered perfectly in compliance with the specifications. Pharmacovigilance comment: the reported event of joint infection may have been secondary to injection site administration. Of note, precaution has been indicated in the product reference document regarding strict aseptic administration technique to avoid infections in the injection site.

Event description:
Initial and add'l info was rec'd by sanofi-aventis from a physician via a sales rep and office mgr on (B)(6) 2011: a female pt rec'd hyalgan injection for knee pain on (B)(6) 2011. After the injection, she experienced a reaction which included swelling in the joint and had to have the knee drained. The pt had to have 1.5 cc of fluid removed from the joint and also rec'd a corticosteroid injection to treat inflammation in the joint. She was treated in the office and then went home. The pt had rec'd previous sodium hyaluronate injections without a problem. No further relevant info was reported. Add'l info was rec'd from the office mgr on (B)(6) 2011: a microbiology report on an unk date showed (B)(6). Treatment measures included surgery on the knee which involved opening the joint up and debriding the area to remove the infection and intravenous (IV) antibiotics. At the time of the report, the pt was hospitalized but the reporter thought she would go home on (B)(6) 2011. No further relevant info was reported.